Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting. Evaluation summary: the analysis was performed by asahi intecc. Co. Ltd. The coil of the returned prowater j guide wire was stretched for approximately 5 mm at the distal side of middle brazing. The guide wire was not separated. No other notable irregular was observed. The resistance with the inserter is presumed to be due to some deformation which occurred to the guide wire when the guide wire was reshaped and/or was reinserted into the inserter. It is possible that the physician pulled back the guide wire into the insertion tool, that the guide wire advanced to the circumflex artery, and that fluoroscopy revealed that the coils of the guide wire were stretched just proximal to the guide wire tip, that the stretch of the coil might be due to some force exceeding the product design limit that might be applied to the product to the direction to pull or push the guide wire distal end to the distal direction, when the guide wire was pulled back and/or during the handling of the guide wire thereafter; however, details of the circumstance could not be determined from the provided information. Warning section of the instructions for use (IFU) describes: observe guide wire movement in the vessels. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. If any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged. Separation or breakage of a guide wire is one of possible complication and adverse event. Section of precautions of IFU describes: never use metallic needles or metallic sheath for insertion and withdrawal of guide wire. Lot history record review: investigation of the production records revealed no anomaly. Additionally, a review of the complaint handling database was performed and there were no other incidents reported with this part and lot combination.

Event description:
It was reported that during the procedure, the prowater guide wire was advanced into the marginal artery without resistance. Fluoroscopy revealed that the guide wire would not be able to navigate the curve of the heavily tortuous circumflex; therefore, the guide wire was removed from the anatomy for re-shaping. The guide wire was reshaped and re-advanced through an insertion tool. Resistance was met with the insertion tool; therefore, the physician back-loaded the guide wire into the insertion tool, and the guide wire advanced to the circumflex artery. Fluoroscopy revealed that the coils of the guide wire were stretched just proximal to the guide wire tip. A sprinter otw balloon catheter was advanced to the stretched tip segment of the guide wire. The guide wire was removed from the anatomy using the dilatation catheter without resistance. A new unspecified guide wire was advanced successfully. The procedure was completed successfully and there was no adverse patient effect or significant clinical delay in the procedure. The physician stated that he will no longer use the prowater guide wire. No additional information has been provided.